Event description:
An optometrist reported "a few" patients developed iritis while wearing acuvue oasys contact lenses. Information was requested from the provider regarding the number of cases and details regarding each incident. The optometrist would provide no additional information about these events. As no specific info has been rec'd to quantify the details of each event or number of events, this MDR serves to report these aggregate events. File reported as MDR serious injury due to report of iritis.